Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer stated they had received stuck button alarm. Customer stated that they had taken the insulin pump off to take a shower and while doing so the insulin pump began to alarm and the screen was blank. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained about having blank display and keypad unresponsive/button error alarm on (B)(6) 2021. The thumps download was successful. Pump error 61 alarm found in the pump diagnostic trace download on (B)(6) 2021 at 06:13:22 o'clock. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25, low battery alert, battery power loss alarm, replace battery alert, replace battery now alarm or failed battery test alarm noted in the pump trace download. Device passed sleep current measurement, active current measurement, self test and displacement test. All the button functioned properly and no stuck button error alarm or blank display noted during testing. Device was received with cracked case along the side of the battery tube. The p-cap locks properly into place. Device was cut opened, inspected and tested. No moisture damage on keypad traces/keypad connector/electronic assembly noted. Keypad connector was locked properly into place. Device passed the keypad voltage test. However, moisture damage found on battery tube power plug and j7 connector on pcb1. In conclusion, keypad unresponsive/button error alarm complaint and blank display complaint was not confirmed during testing. However, pump error 61 alarm found in the pump diagnostic trace download. Moisture damage and cosmetic damage found. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.